Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose level. Multiple attempts were made to follow up with the customer regarding the reported issue; however, the customer did not respond.